Manufacturer narrative:
The albumin reagent lot with expiration date was not provided. The field service engineer (fse) found residue in the sample probe rinse station and removed it. The fse readjusted the sample probe positions and rinse functions and confirmed the module was operating within specification. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The specific cause of the event could not be determined. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 2 patient urine samples tested for albumin on a cobas 6000 c501 module. Patient 1 initial result was 51.4 mg/l. The customer repeated the sample as the initial result was high. The repeat result was 27.0 mg/l. Patient 2 initial result was 508 mg/l. The instrument automatically repeated the sample with a result of 354 mg/dl. The customer repeated the sample and the result was 386 mg/l.